Manufacturer narrative:
Product event summary #patient demographics: gender- female, age- (B)(6) years, clinical ID- (B)(6) patient medical history: disc degeneration at l3-l4 level, with right leg weakness procedure performed: transforaminal lumbar interbody fusion (tlif) implant date: 16 jun 2020 it was reported that on 16 jun 2020, set screw broke off. The voyager screw 6.5x45 was placed correctly in an minimally invasive transforaminal lumbar interbody fusion (tlif), while inserting the rod on the left side of the patient, the doctor used the confirmation tool to make sure the rod is inside, after that he used the setscrews for the left side,did compression with the pliers, he broke the setscrew of the l4 ,removed the rod inserter and then tried to break the setscrew using counter torque on the l3 it didn't break and it kept rotating inside, then the external extenders of the voyager twisted and broke up, while setscrew still didn't break, the surgeon decided to open skin and muscles between the 2 screws and revised the setscrew of the l3 and l4 in an open condition again, the setscrew of the l3 didn't break and the surgeon can't final tighten it and break it, that resulted in a need to revise the l3 screw itself and replaced it with a larger diameter screw 7.5x45 voyager screw and then placed the rod with 2 new setscrews. As a result of this event, adjusting the approach from minimal access spine technology (m.a.s.t.) To open surgery. The product came in contact with patient. There were no complications to the patient as a result of this event. Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from hcp via manufacturing representative regarding patient with disc degeneration at l3-l4 level, with right leg weakness for spinal therapy. Patient demographics: gender- female, age- (B)(6) years, clinical ID- (B)(6) procedure performed: transforaminal lumbar interbody fusion (tlif) implant date: (B)(6) 2020 it was reported that on (B)(6) 2020, set screw broke off. The voyager screw 6.5x45 was placed correctly in an minimally invasive transforaminal lumbar interbody fusion (tlif), while inserting the rod on the left side of the patient, the doctor used the confirmation tool to make sure the rod is inside, after that he used the setscrews for the left side,did compression with the pliers, he broke the setscrew of the l4 ,removed the rod inserter and then tried to break the setscrew using counter torque on the l3 it didn't break and it kept rotating inside, then the external extenders of the voyager twisted and broke up, while setscrew still didn't break, the surgeon decided to open skin and muscles between the 2 screws and revised the setscrew of the l3 and l4 in an open condition again, the setscrew of the l3 didn't break and the surgeon can't final tighten it and break it, that resulted in a need to revise the l3 screw itself and replaced it with a larger diameter screw 7.5x45 voyager screw and then placed the rod with 2 new setscrews. As a result of this event, adjusting the approach from minimal access spine technology (m.a.s.t.) To open surgery. The product came in contact with patient. There were no complications to the patient as a result of this event. Update received (B)(6) 2020 (rep): patient demographics (initials, weight) ¿ initials are ( (B)(6) , weight is (B)(6) kg ) pre op diagnosis ¿ l3- l4 disc degeneration procedure performed ¿ l3-l4 minimal invasive tlif using elevate and voyager levels implanted (if any) l3 and l4 delay in the procedure ¿ 1 more hour explant date: same date and time of event ( (B)(6) 2020 ) no further patient symptoms or complications were reported.

Manufacturer narrative:
Additional information: d10, h3, h6 h3. Device evaluation summary: the head of the bone screw is splayed upon. Once this screw has been splayed the set screw can not generate enough force to break off. The set screw will free spin inside the bone screw head. From the witness marks left on the saddle inside the bone screw head, it appears that the rod was not evenly seated. There are witness marks on the locating tabs on the bones screws head consistent high torque. It appears that excessive force has caused the head of the screw to splay. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.